Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: capsular contracture unknown baker grade, pain, anxiety-product/procedure.

Event description:
Patient representative reported "capsular contracture requiring capsulectomy, pain located in armpits, arms, chest and shoulders requiring nerve injections for treatment, and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the right side. The device remains implanted.